Event description:
It was reported that, "for approx 9 months (according to (B)(6) pt had some swelling and pain in left knee. Intraoperatively, the tibial insert was removed and a yellow color was noted on both top and bottom of insert. (B)(6) would like to know cause." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 2006.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.